Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas displayed an ¿unable to proceed¿ alert and an invalid hall state error during a supply change, and occlusion was suspected as delivery did not proceed until supplies were replaced. Symptoms included no reported changes in blood glucose. Outcomes included restoration of insulin delivery after replacing the infusion set and related supplies, with no medical intervention required. Investigation included guided troubleshooting and education, removal and reseating of the cartridge, and full supply replacement. Investigation of this case revealed that the alert resolved after changing the infusion set and supplies, and insulin drops were observed, indicating resumed delivery. It was concluded that an occlusion related to the infusion set was the likely cause, which resolved with supply replacement.